Event description:
Customer phoned in complaint to MFR on 01/04/2000, stating being stuck by a needle that was found in a box of curved tip dental syringes. The box of syringes pt was placing hand into had no attached needle, however, customer admits being stuck by a 5cc syringe with an attached needle. Customer reports that needle was a bd plastic pack, and the words discard it were written on the syringe barrel. Customer reports that needle penetrated the skin.